Event description:
The pt reported that his infusion device was beeping and had lines across the middle of the infusion device display screen. The pt stated the power pack has been in use for at least 3 weeks. He was advised to change out the power pack. The pt was notified of the power pack recall. The pt was educated on the power pack recall and reminded to change out his power pack every 2 weeks. The pt's blood glucose was not affected. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.